Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process controls the units go through a balloon winding and visual inspection. Based on the available information, a manufacturing defect cannot be confirmed. Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. As received, the balloon latex appeared deteriorated. Multiple cracks and a tear were evident on balloon latex. The edges appeared to match up at the tear; however distal edges of balloon did not appear to match. Distal windings were slipped and not returned. Proximal windings were intact. Per internal documents, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". On the other hand, through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of this embolectomy fogarty catheter was broken and it could not be inflated. See picture attached. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation, multiple cracks and a tear were evident on balloon latex. The edges appeared to match up at the tear; however distal edges of balloon did not appear to match. Distal windings were slipped and not returned.